Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that the blade broke during a total knee arthroplasty procedure. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that there was a delay of 5 minutes as a result of this event and the procedure was completed successfully.